Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the number of turns to extend/retract the helix exceeds specification, and there was apparent explant damage. The analyst noted that the lead was returned stretched, causing the inner insulations to buckle. The helix was distorted/bent. The helix was able to be extended and retracted but exceeds specification.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the lead crashed into patient's right bundle branch and arrest occurred. The physician was able to restore the patient's rhythm. Because the patient was pacing dependent, it was decided to implant a right atrial (ra) lead into the right ventricle as a spare pacing alternative along with the rv lead. The ra lead was placed in the ventricle, however while attempting to locate the coronary sinus to place the left ventricular lead, the ra lead dislodged. While attempting to replace the ra lead, the helix could not be retracted. The ra lead was removed and tested outside the body but the helix still would not retract. Another ra lead was implanted, and the rv lead remains in use. No further patient complications have been reported as a result of this event.